Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch. There are (B)(4) units in stock. Tightness test to the sample received has been performed and the unit is tight. The sutures was checked of the closed sample received and no defects have been found. Diameter result conducted on the novosyn sample received is 0.213 mm in average and is slightly higher than the requirements of the european pharmacopoeia for this size and thread: 0.150 mm < xave < 0.199 mm. However, as it is indicated in the instructions for use of the product, novosyn® fulfils all the requirements of the european. Pharm. And united states pharm. - current edition - for sterile, synthetic, absorbable sutures (except for an occasional slight oversize in some gauges). Tested the knot pull tensile strength of the sample received and the results fulfill the OEM requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the sample received fulfill the OEM specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. The thread broken very easily during knotting at the knot. At some positons the thread is thinner.

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. We manufactured (B)(4) units of this code batch. There are (B)(4) units in our stock. We have received one closed sample for analysis. Tightness test to the sample received has been performed and the unit is tight. We have checked the sutures of the closed sample received and no defects have been found. Diameter result conducted on the novosyn sample received is 0.213 mm in average and is slightly higher than the requirements of the european pharmacopoeia for this size and thread: 0.150 mm < xave < 0.199 mm. However, as it is indicated in the instructions for use of the product, novosyn® fulfils all the requirements of the european. Pharm. And united states pharm. - current edition - for sterile, synthetic, absorbable sutures (except for an occasional slight oversize in some gauges). We have also tested the knot pull tensile strength of the sample received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.41 kgf in average and 1.31 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.